Manufacturer narrative:
Device eval: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the rear housing appeared misaligned on one side. Review of the event history log showed the pump displayed error 1720 followed by several 1870 errors recorded. Functional testing involved simulated use and showed the device displayed error code 1870 on power up. Further investigation involved opening the pump and testing the motor. The motor tested out of specification and was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating there was no patient involvement, the issue was found during set up.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump was alarming "lec 1870". No adverse effects reported.